Event description:
It was reported patient was having incontinence, leaking, and urge frequency was the worse that started three weeks ago. The patient stated she had to catheterize more during the day. The patient felt stimulation. The patient was on program 3 at 2.25 volts she stated if she increases it then it was painful. Patient switched to program 4 at 1.80 volts. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.